Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported on 04-jan-2022 while on impella 5.5 support, the automated impella controller (aic) did not alarm for inappropriately low purge flow readings after the impella 5.5 catheter became kinked. The catheter was unkinked to correct the purge flow issue. The aic was not replaced, and the medical staff was advised to monitor more closely and abiomed support team was also involved and asked to pay attention to impella connect for any further purge flow issues. On 06-jan-2021 the patient developed sepsis during impella 5.5 support, and acutely declined. The patient was then re-intubated during a vacuum-assisted closure change. Later that evening the patient had an episode of tachycardial atrial fibrillation. Due to cardiac arrhythmia and septic shock, the patient¿s catecholamine was increased. The patient began improving on (B)(6) 2021, and it was noted on 09-jan-2021 that after repositioning the impella the impella was running smoothly again. There was no information provided as to why the impella had not been running smoothly before the need to reposition the pump. On (B)(6) 2021 the patient continued to experience episodes of atrial fibrillation and arrhythmias and required levosimendan and an increased dosage of norepinephrine. The patient was then withdrawn from care, and expired. There is not enough evidence to exclude impella 5.5 as an associated factor in the patient's demise.

Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-25133 for the automated impella controller with serial number (B)(6). The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issues have been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.